Manufacturer narrative:
B3 (date of event): date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the maintenance unit had a broken alternating current (ac) inlet module during an unspecified procedure. There was no patient injury reported.